Manufacturer narrative:
The customer reported that (2) pcu front cases require replacements due to power buttons, light indicator not working was confirmed on 1 out of the 2 received front cases. Physical inspection noted the keypads were observed to be in good condition with no irregularities observed. During internal inspection of the keypads, crack damage was observed on the keypad ribbon/traces. Fluid ingress was also observed on the keypad traces. Keypad a failed to power on via the power on button and the light indicator did not turn on. After powering on through the test fixture, all other keys functioned as intended. Keypad b all keys functioned with the exception of s6, silence, 1, 4, 7, clear. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu sn (B)(6) service history record showed the device had a manufacture date of 02/12/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/17/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only a keypad was provided for investigation.

Event description:
It was reported (2) pcu front cases require replacements due to power buttons, light indicator not working. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported (2) pcu front cases require replacements due to power buttons, light indicator not working. There was no patient involvement.